Event description:
The patient experienced a cerebral bleed after emergent stenting of the left ica with the xact carotid stent. A brain CT revealed a hemorrhage throughout all sulcations and ventricles of the brain. A dense area of bleeding in the left caudate head and basal ganglia was also noted. Reportedly, findings are most compatible with a hypertensive bleed and subsequent hemorrhage. The patient expired 2 days later. The cause of death is cerebral bleed.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to peform device inspection or device history record review in this case.